Event description:
The manufacturer received information alleging a ventilator powers off spontaneously. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator powers off spontaneously. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative alarm condition was observed. The device's machine flow sensor was replaced to address the issues. The device was found to be contaminated.